Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Facility reported that two minutes after treatment there was no bloodleak in the dialysate tubing. The leak was visually observed and the machine alarmed. Estimated blood loss was 200ml. The pt was prescribed 1 dose of IV antibiotics as a precaution in keeping with dialysis unit policy. There were no pt ill effects. The sample is not available.